Event description:
It was reported that the surgeon performed pectus insertion using a 12mm bar with no stabilizers. Surgeon brought the patient back to theatres about three days later due to the bar slipping out of place. However, it was noted that the sutured ends of the bar remained in tact. Surgeon replaced the 12mm bar with a 13 mm bar and 2 stabilizers. Using sternal wire, he wired the stabilizers to the ribs as well as pds suture to secure the ends of the bar and stabilizers. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Reporting source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It is further reported that the surgeon has not performed many of these types of cases and that the patient is doing fine after the final surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on the single lateral view, two superimposed pectus bar stabilizers are visualized at the lower anterior chest. The bar itself appears to be obscured by the stabilizers and would be better seen on a pa or ap view of the chest. No abnormal pectus deformity is noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.